Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the technician kinked the pusher assembly of the pod pc while attempting to advance the pod pc into the microcatheter. Therefore, the pod pc was removed. The procedure was completed using additional pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.